Event description:
It was reported that the blade was partially detached. The target lesion was located in the shunt limb. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. Upon withdrawal, it was noted that one of the blades was almost peeled off with half of it detached. The device was completely removed from the patient's body without any problem. The procedure was completed with no patient's complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated. The balloon of the device was visually examined, and no issues were noted. A visual examination identified that approximately 5mm of the proximal end of one of the blades was completely separated from its pad. The detached section of blade was returned for analysis and the remaining 15mm of blade remained fully bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.

Event description:
It was reported that the blade was partially detached. The target lesion was located in the shunt limb. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. Upon withdrawal, it was noted that one of the blades was almost peeled off with half of it detached. The device was completely removed from the patient's body without any problem. The procedure was completed with no patient's complications reported.